Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, there were automatic mode switch (ams) episodes from noise over-sensing were noted on the right atrial (ra) lead. The noise was reproducible via isometric test. Additionally, the ra lead exhibited low impedance measurements. Programming changes were made. The patient was in stable condition.